Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the anchor broke. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update 04-mar-2026: further information was provided that the reported issue occurred during an ankle stabilization of the left fibula. It was further clarified that, contrary to the initial report, the anchor had not failed. Instead, it was confirmed that the tip of the driver had broken off, not the anchor. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.